Event description:
A malfunction alarm was reported during the pumping process. There was no adverse impact to the customer¿s blood glucose level. Despite assistance from technical support in loading a new cartridge, the pump couldn't resume insulin therapy, prompting the decision to replace it. The customer was advised to use manual daily injections as a backup and was instructed on how to store the pump before returning it using a pre-paid label.